Event description:
Pulmonetic system, inc. Received a call from a representative of facility on 01/29/09. The representative reported the following problem: unit is not giving any flow when attempting to set up and unit is alarming for condition. Note with unit: do not use!! Vent failed to cycle. Vent was turned off and turned back on the turbine was not heard. Vent is clean.